Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 13124 and an image were returned and analyzed. The image showed two balloon catheters, with blood in one of the catheters. Visual inspection of the physical product showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was never used. The catheter failed the performance test because system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was triggered. There was blood inside of the balloon. The dissection test showed kinks on the guide wire lumen at 0.926 inches and 1.493 inches. Pressure testing showed a breach through the kink on the guide wire lumen at 0.926 inches from the tip. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen of the balloon catheter was kinked and could not pass through the sheath. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.